Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed to resolve the alarm. Blood glucose was 399 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Reportedly, customer was using fiasp insulin in the cartridge.